Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. The patient was doing well until nine months post op when a car rolled over his left foot and twisted his left knee. The patient developed significant pain in his knee. Physical therapy was attempted without relief. The patient then underwent an arthroscopic debridement of post-traumatic scar tissue approximately 13 months post implantation. The surgery alleviated the pain and diminished range of motion for a while. One year later, the constant pain and range of motion issues returned with flexion instability, difficulty navigating stairs, and start up pain. After a joint aspiration revealed negative cultures and a bone scan, the patient was revised two years post initial implantation. During the revision, it was noted that the tibia was in about 10-15° of internal rotation compared to the medial 1/3 of the tubercle. The articular surface, tibial component and femoral component were exchanged without complication.

Manufacturer narrative:
(B)(4). Medical product: gender solutions male (gsm) femoral component nonporous size 3, left: catalog#: 00541001601, lot#: 63485685; articular surface congruent size 3 4: catalog#: 00542401311, lot#: 63229151; nonporous stemmed tibial baseplate size 3 left: catalog#: 630700230, lot#: 63585976; all poly patella size 2 8 mm thickness: catalog#: 00542000802, lot#: 63651258. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-00649; 0001822565-2022-00650; 0001822565-2022-00651. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: fifteen months prior to event car rolled over left foot, patient goes to ER; bone scan: four months prior to event loosening is considered; pre-revision evaluation: negative for infection, pain and limited in activities; antalgic gait rom0-115 degrees, plan to revise due to pain and flexion instability; revision records: no damage to poly found, excellent cement adherence to femur; tibia had 10-15 degree rotation compared to medial 1-3 of the tubercle; revised without complications. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.